Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 40 mg/dl. Reportedly, customer's continuous glucose monitor session was not active, and customer was not monitoring bg levels. Additionally, customer did not consume carbohydrates for an extended period of time. Bg was addressed via consumption of carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level.